Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 2 sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. If product is returned, no further investigation actions are required as this issue is confirmed to fa1004-2023. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading with the adc device. The customer reported an unspecified high sensor reading, and was dizzy and lost consciousness. The customer had contact with a healthcare provider, who reportedly treated customer with insulin (dose/type unknown). As the customer did not provide readings from time of event, although high sensor readings were reported, it cannot be confirmed if sensor indicated accurate readings at time of event. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023. The impacted product associated with this complaint has not been distributed in the us. Impacted product was distributed to canada, japan, saudi arabia, and the united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death or serious injury associated with this event.